Event description:
It was reported that during use of the pacing catheter, it was unable to pace. The team tried new pacer boxes and replaced the cables however, the catheter still did not work. A new catheter worked as expected. There was no patient injury.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One model d97130f5 pacing catheter with monoject limited volume syringe was returned for evaluation. The customer report of would not pace was confirmed. Short condition was observed between distal and proximal electrodes. Cut down was performed on the catheter. Proximal leadwire was looped at the catheter tip and was in contact with distal electrode. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed from catheter. The device history record review was completed and no related non-conformances were found. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. Therefore, a root cause could not be determined at this time. As part of the manufacturing process, 100% of the units undergo an electrical continuity test for the proximal and distal electrodes, a delamination inspection and the stripping process of the bifilar nickel magnet wire, and an electrode and tip inspection. The instructions for use also contains the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry.